Event description:
Attorney reported: on (B) (6) 2006 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a small oval bard composix kugel mesh. On (B) (6)2009 - pt was admitted to the hosp due to an abdominal wall abscess. On (B) (6) 2009 - surgery was performed to drain the abscess. On (B) (6) 2009 - pt underwent surgery to remove the mesh. The ring from the mesh was noted by surgeon to be broken. Lysis of adhesions was also performed at the time of surgery. Pt was treated post-operatively with IV antibiotics and discharged on (B) (6) 2009. Because of the defective composix kugel patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.